Event description:
The cell-dyn 1800 analyzer generated incorrect cbc results. The cell-dyn 1800 results were: wbc=6,200/ul, rbc=3.36x10e6/ul, hgb=8.8g/dl, hct=26.3%, platelet=201,000/ul. The sample was sent to another lab and repeated with the following results: wbc=8,200/ul, rbc=4.7x10e6/ul, hgb=12.7 g/dl, hct=40.8%, platelet=338,000/ul. The account did not know what type of analyzer was used at the other facility. There was no impact to pt management.